Manufacturer narrative:
Event and therapy dates are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-49386. Related manufacturer reference number: 1627487-2020-49387. It was reported patient was unable to place the ipg into MRI mode. Diagnostics indicated low impedance issue. As a result, patient underwent surgical intervention wherein the entire system was explanted.